Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided.

Event description:
Per journal of vascular surgery study: ""cox univariate and multivariate analyses were used...including...infection"(p. 658) "one infection." (Table iii, p. 571) no other details obtained for the infection. Reference: interventional management of central vein occlusion in patients with peripherally inserted central catheter placement. Jae woo yeon, md, young kwon cho, md, han myun kim, md, myung gyu song, md, soon-young song, md sung bum cho, md, sam yeol lee, md.